Event description:
Pt on mechanical ventilator. Smoke noted from ventilator, and electrical odor. Smoke filled room. Pt acutely ill prior to event requiring 100% oxygen and 7.5 cm peep. Pt disconnected from ventilator and bagged until replacement made available.